Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced strong dizziness with device use. The patient was administered with medication (type, dosage and duration not reported) and the patient's condition was reported to have improved. The implanted device remains.